Manufacturer narrative:
(B)(4). Date sent: 1/18/2017. Batch # n55t53. The analysis found that one ec60a device was returned with no apparent damage and with a gst60g partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the articulated positions with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the articulation feature worked as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery: used in a lap sigmoid resection. Please describe tissue quality. Was tissue thicker than normal: tissue condition was normal. Did the patient undergo chemo or radiation therapy: no chemo or radiation before surgery. After red button was pressed, was the knife brought back to the home position (handle squeezed plastic to plastic): reverse steps were followed and the blade did not return. What is the current patient status: patient is currently stable and doing fine. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon fully articulated the device & closed it on the bowel. When firing, it was noticed that the tactile feedback was not the same as usual. When attempting to open the jaws, they were jammed shut & she could no longer de-articulate, everything was jammed. The red button was depressed & the arrow was facing their hand but still it would not unlock. Procedure converted to open. Another device was fired across specimen side of bowel & physically,with brute force the articulated jaws of the device were straightened within the patient. The device then slid off the bowel with jaws still closed. The patient was stable following the procedure.